Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement battery charger 1 shipped to site. No parts have been received by manufacturer for analysis. On (B)(6) 2016 a medtronic representative performed an imaging system check-out, all areas passed. Found the system charger 1 board not holding the x-ray batteries charge. Replaced board and working accordingly. System performed as intended.

Event description:
A medtronic representative reported that a site's imaging system was not holding a sufficient charge. The imaging system had enough power to start and finish a procedure. Site was unable to confirm that they had charged the imaging system during overnight storage. No further details regarding this issue were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of returned suspect battery charger 1 board was unable to replicate the reported issue. Battery charger 1 board passed functional bench output testing. Visual inspection noted slight warping of the circuit board. Installed charger 1 in imaging test system and the board functioned as expected. Charging, system ready, 2d and 3d imaging were all successful. No functional problem found. The returned board was found to be physically damaged but was found to be unrelated to the reported issue.